Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set showed a vertical crack approximately 10mm long on the female luer on the opposite side of the injection molding gate, extending from the luer opening and just barely into the luer body. Tool marks were not observed. No other evidence of damage or anomalies was observed. Functional testing confirmed leaking at the connection of the syringe to the female luer of the set. The cause of the leak was the crack in the female luer. The root cause of the crack was multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.